Event description:
The clinic reported a pt undergoing refractive vision correction was overcorrected in the left eye. The post-op examination revealed that the pt's ucva was 20/40.

Manufacturer narrative:
Information provided by the manufacturer. The equipment was examined and tested by an amo field service technician at the clinic location and the excimer laser and wavescan were found to be operating properly.